Event description:
It was reported by the customer that the injection fluid will not go through the needle. No information was received regarding a serious injury as a result of this product issue.

Manufacturer narrative:
An additional lot, ckdd08-01, has been added to d4. The customer confirmed they experienced the same issue with this lot at the time of their initial report. This supplement is intended to include that lot number.